Manufacturer narrative:
Analysis: the internal rack was returned to co for analysis. The unit was received in two separate halves, showing no anomalies or mechanical defects. All fourteen interlocking tabs appeared normal. The unit was reassembled using the normal manufacturing processes. The eval of the reassembled unit showed no anomalies. The rack was then disassembled and mechanically inspected. No problems were discovered. Pull tests on the fully assembled rack were unsuccessful in separating the two halves. The rack was turned over to the manufacturing engineering for their analysis. Experiments were performed to investigate the possibility that the top seven out of fourteen mechanical interlocks were not completely engaged. The results from these experiments indicated that with the rack partially assembled, the electrical integrity between the rack and rack interface connection is interrupted. No communication between the rack and the cmu was possible in this partially assembled state. Conclusion: the experiments performed on the returned internal rack were inconclusive. The rack exhibited no signs of mechanical fatigue or failure. Intentionally misassembling the rack resulted in loss of communication between the front end modules and the cmu. The cms is not functional in this mode. Equipment inop alarms would be generated in this mode of operation. The equipment has been in service for two years with no reports of rack specific failures. A review of co's service records doesn't show any similar occurrence of this problem.

Event description:
While the pt was being monitored by the m1046a component monitoring system, the m1043-68001 internal rack which locks into the computer module came apart. The front end assembly with modules separated from the rear cover and fell upon the pt. The front end assembly turned in mid-air in such a manner that the circuit card struck the pt on the left side of the face near the jaw bone causing abrasions of the skin. The unit continued until it struck the collar bone in the left clavicle area, causing a small cut in the skin. The pt was given an x-ray examination. There were no further injuries.